Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, reactive lymph nodes, peri-implant collection.

Event description:
Patient reported a right side "rupture." Device remains implanted. Healthcare provider reported "reactive lymph nodes in the axillary extensions" as well as "there is a small liquid peri-implant collection, related to seroma on the right."